Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 sensor and the ilet, with brief sensor issue and pairing failed alerts leading to signal loss to the ilet; the agent instructed the user to toggle the sensor settings, restart the ilet, and wait for reconnection. The user experienced a blood glucose peak of 200mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, characterized by intermittent communication failure, with involvement of the electrical and magnetic subsystem and antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.